Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 56, 119 mg/dl and 62, 122 mg/dl. Tests were done within 10 minutes with a difference of 56 mg/dl and 53 mg/dl. Patient did not experience any adverse events. No further information has been reported.